Event description:
It was reported "cortrak tube that popped. Outside of the patient's body." Additional information received stated the device was placed on (B)(6) 2026. The device was in place until (B)(6) 2026 when the device burst. The bedside registered nurse (rn) reported that the tube was flushing the morning of the burst but was sluggish, when the rn attempted to push medications, the nurse was unable to do so. The rn then tried to flush with plain water and the tube immediately burst. Medical intervention entailed the patient required a replacement of the tube and corgrip, and requirement for an x-ray. There was no reported injury.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 18-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.